Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the customer was hospitalized for unknown reason and was calling regarding the five infusion sets and reservoir which failed and was not delivering insulin. The customer's blood glucose level was 300 mg/dl. They reported that the customer was in the hospital. They stated that they were able to successfully change the entire set but when they were delivering bolus, it was not going through. The customer was not okay to troubleshoot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information of hospitalization details has been received which was not included with the initial report. The information has been included with this report . (B)(4).

Event description:
It was reported that the hospitalization was not related to their diabetes.